Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). No relevant images were provided for review. The device is not available for return as there is no indication of a device malfunction and it was discarded by the site. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The procedural instruction manual provides the following instruction for post deployment assessment: withdraw the delivery system from the thv before assessing. Perform an aortogram with wire still in the lv to assess thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), and annular and aortic integrity. Rao projection provides the best view of the lv (no overlap with aorta). It also indicates to assess the thv post deployment using tee in multiple planes. Use long axis to check for severity of ar and check thv position relative to coronary arteries. Use short axis to check central vs. Paravalvular regurgitation. Other evaluations to consider are coronary occlusion, malposition and ar, integrity of ascending aorta, mitral valve function, ventricular wall motion abnormalities, and pericardial effusion per doc-0101337, product complaint evaluation and investigation a device history record (DHR) review is not required as there was no allegation of product malfunction. In this case, the patient had heavily calcified native leaflets. The torn leaflet was not identified during the post deployment assessment. There was no indication or allegation of a device malfunction contributing to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through p3 continued access program, four days post placement of the 29mm sapien 3 valve, the valve was excised. His tavr was successful which placed a 26mm sapien 3 valve. After valve deployment, completion aortography did not show any leakage at all. Interrogation by the transthoracic cardiac echo team suggested that there was just a trace amount of paravalvular leakage. They removed the delivery catheter system and deployed the 2 perclose devices after the sheath was removed, with good hemostasis. The patient felt ¿amazingly well¿ postoperatively and the following day, he had a transthoracic cardiac echo performed, which revealed something flailing underneath the left coronary ostium. A stat CT angiogram was performed and he had a small defect or foreign body or some type of a lesion just above the left coronary orifice about 6 mm in size. He then had a tee probe showing that this was a flail native leaflet, pinned by the tavr valve, which was in excellent position. Unfortunately, this was flailing around over the top of the valve that is cephalad to the valve. It was decided that he should have exploration and resection. It was decided to surgically remove the sapien 3 valve and had a magna ease valve placed.